Event description:
According to the reporter: when the needles set up, the doctor use the normal saline to test, he found the water could not enter the needles. No patient injury.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/19/2015.

Manufacturer narrative:
(B)(4).